Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left rupture. Device remains implanted. Left side.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g1, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening valve bond edge side assessed as an unidentified (tear) opening. Additional observations: yellow biological tissue observed inside the device. Observed creases on the device. No further actions are required as the device was implanted

Event description:
Healthcare professional reported left-side "rupture" of a saline-filled breast implant. The device has been explanted and replaced.

Event description:
Healthcare professional reported left-side "rupture" of a saline-filled breast implant. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.